Manufacturer narrative:
Vyaire complaint number (B)(4). The sample was received for evaluation. The vyaire technician evaluated the device and performed tests. The reported complaint was able to be confirmed through the events log, but could not duplicated during functional check. Cause was identified as slow solenoids. Root cause is being investigated under co# 101543

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed transducer fault, low pip, motor fault, and ventilator inoperable upon start-up. The customer confirmed that there was no patient involvement and no patient harm associated with the reported event.